Event description:
Hcp reported that the pt had experienced a catheter break with resulting increased spasticity unrelieved by increasing the dosage of intrathecal baclofen. Pt has retained the distal segment of catheter in the intrathecal space. Replacement of catheter was recently done and the pt is having the dose of baclofen adjusted. Pt is responding well to the therapy and recovered from the surgery.